Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was duplicated and the analog board was replaced to resolve the malfunction. The device as recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.